Event description:
Taken to the cath lab for treatment of in-stent restenosis of a medtronic's be2 (4.0/9.0mm) stent. The target lesion was the left main artery (lmca). There was 75% restenosis. The vessel was not found to be tortuous or calcified. During prep, as the gudiewire (device unknown) was inserted into the tip of the cypher, the physician noted slight resistance - but no flaring of the stent was apparent. It is unknown if the vessel was pre-dilated. A cypher was unable to cross the lesion so the physician tried the buddy wire (device information unknown) technique with no success. During withdraw of the sds into the guide catheter. There was resistance so the entire system was removed. When the physician checked the device, he noted part of the proximal edge of the stent was flared.